Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 576 mg/dl. The customer was treated for high blood glucose with a bolus. Customer declined for the high blood glucose troubleshooting stating they knew why it was high. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown. Customer stated that she changed the battery several times and continued to get the same message. The customer was assisted with clearing the alarm and setting the time and date.